Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the field service engineer (fse) and obtained the following additional information: the issue could not be replicated. A full system prevented maintenance was ran and all of the testing and calibrations for all universal surgical manipulators (usm) were completed. It is uncertain if there were issues with instruments. There were no parts replaced.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse completed a full system preventive maintenance and system verification. The issue was fixed. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. Isi has not received an instrument involved with the alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that they had an issue with the system where the instrument on universal surgical manipulator (usm) 1 and the camera kept flipping backwards, which was the opposite of what the surgeon wished it to be. The tse reviewed the logs but found no related issues. The tse suggested removing the endoscope and rotating the collar to the opposite position and canceling the guided tool change, but the issue persisted. The tse then recommended trying another instrument or endoscope, but the customer had already undocked and was going to attempt to redock to the patient. The customer continued to have the issue and the call ended. No known impact or patient consequence was reported.